Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a return of symptoms when their therapy is off. Patient said that they forgot to charge their implant causing their therapy to turn off. Patient said that they had a hard time connecting to the implant when it shuts off. Patient also states that it took 2 minutes for them to connect and once connected they saw a message to call. Patient said that they had to go to the bathroom and they leak a lot. Patient said that when they drink it comes out immediately. Patient confirm that they don't have any symptoms as of now since their therapy was working. Patient said that a rep was supposed to call them, but they did not receive any call. Patient will get a colonoscopy. 2026-mar-11 additional information was received from a consumer via a manufacturer representative. It was reported that they received power on reset (por) message when interrogating the ins. Caller stated patient has been receiving the message intermittently. Caller also mentioned that patient has been getting the "retry" message when attempting to connect to ins but noted "that is pretty standard" and they weren't concerned about that. Caller was able to interrogate ins again with the app and did not receive a por message. Reviewed pors are likely due to ins depletion and suggested monitor their recharge sessions, recharge level and if pors continue. Suggested to the patient to call back if pors messages do not appear to align with ins depleting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.